Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with an unknown octaray catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during a left-sided atrial flutter case, a pericardial effusion (pe) was noticed in the patient. The anesthesiologist had noticed that the patient became hypotensive. The pericardial effusion was confirmed via intracardiac echocardiography (ice). Medical intervention provided to the patient was a pericardiocentesis, and about 800cc of fluid was removed from pericardial space. The patient was in stable condition at the time of the call. The physician did not make any comments regarding what they believed had caused the pericardial effusion. The lot number of the octaray was unknown as the packaging was thrown away before the end of the case so lot number is not available. The adverse event was discovered during use of biosense webster products. At the end of the case, patient status was improved. Post procedure information on the patient is not available. Generator information was a smartablate generator, sn: (B)(4). Brk needle (lot number: 8218393, ref: (B)(4)) was used for the transseptal puncture performed. Prior to noting the pe or CT, ablation was not performed. There was no evidence of steam pop. The event occurred during the transseptal phase. No irrigated catheter was in the body at the time. Additional information was received on 07-feb-2023. Details were provided regarding the procedure. It was reported that ¿anesthesia notified the physician¿ that the patient had become hypotensive. When the physician checked with ice, a pericardial effusion was visualized. A pericardiocentesis was performed to stabilize the patient. Procedure was not successfully completed. There were no problems noted with the device during its use in the sentinel surgical procedure.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2023-00430 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). MFR # 2029046-2023-00431 for product code unknown (octaray mapping catheter).